Event description:
The customer reported to olympus, the gastrointestinal videoscope had blurry image. According to attached email from olympus field service engineer (fse) the entire image was blurry. The object was not visible, and the blurry image could not be restored. The issue was found during reprocessing for use for an unknown procedure and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found; the image was not clear due to the objective lens being worn. The device evaluation found no other device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, ob-lens was found discolored which confirms that the image was blurry by discoloration. This is a well-established failure mode and historical complaints analysis has determined the probable cause as due to adhesion of moisture to the objective lens unit. Therefore, it was determined that the device did not meet its specifications or function. There was no report that the subject device was used while the suggested event occurred. Olympus will continue to monitor field performance for this device.